Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number: 2016493-2026-10832 please refer to MFR. Report number: 2016493-2026-11505.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to issue patient item. It would not appear in the quick issue list and loaded item was not showing to quick issue. It was cycle counted properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue patient-assigned items. A technical support specialist found leading space in the item description. The item was tested on the machine and displayed successfully. Tss explained the finding to the customer, and the customer acknowledged. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to issue patient item. It would not appear in the quick issue list and loaded item was not showing to quick issue. It was cycle counted properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.